Event description:
It was reported that the customer received a continuous glucose monitor error 42. It was reported that the customer experienced an elevated blood glucose (bg) level and high levels of ketones. Bg value not provided. Cause was due to pump shutdown unexpectedly right after eating. It was reported that the customer required assistance to treat blood glucose (bg) level. A correction bolus was delivered to address bg and water was consumed to address ketones. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.